Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a worn angle wire, angulation in the "up" direction was out of standards. In addition to the foreign material in the water supply channel, the evaluation findings were as follows: due to a cut in the forceps elevator shrinkable tube, the insulation failed, there was a waterproof failure due to the "right/left' and "up/down" knob, the light guide bundle was abnormal, the light guide lens was broken and there was a waterproof failure due to a cut in the bending section cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material in the channel could not be identified. It is likely that the foreign material may not have been removed because reprocessing could not be properly conducted due to a leakage in the "right/left" and "up/down" angulation control knob. However, a conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use): the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the detection method in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer initially reported (on behalf of the customer) that the evis exera iii colonovideoscope's angulation works but the angulation control knob felt too stiff. The issue was found during preparation for use for a diagnostic procedure which was completed with a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was clogged in the water supply channel.